Manufacturer narrative:
This report is submitted on may 05, 2017.

Manufacturer narrative:
This report is submitted on april 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017, due to an infection. It is unknown whether the patient was reimplanted with another device as of the date of this report.